Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: investigation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that the display screen has been difficult to read for the past two years. The patient stated that changing the battery or increasing the contrast did not improve the issue. The patient noted that he has to go into a dark room to see the screen. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.